Event description:
Manufacturer report number: 2017865-2023-16871. Manufacturer report number: 2017865-2023-16872. Manufacturer report number: 2017865-2023-16873. It was reported that the patient presented for a device system extraction due to infection and endocarditis. The implantable cardioverter defibrillator, atrial lead, right ventricular lead and left ventricular lead were explanted. A replacement leadless pacemaker was implanted. The condition of the patient was unknown.